Event description:
Related manufacturer reference number: 2017865-2022-09967. It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that there was a noise reversion due to noise on the right atrial (ra) lead. It was noted that the pacemaker electrogram (egm) depicting the noise was unavailable. The noise was not reproducible in the clinic. The patient was getting upgraded to an implantable cardioverter defibrillator. The device and lead were explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
The event of incorrect result was not confirmed. The pacemaker was received with battery voltage at elective replacement level. Final analysis found the electrical, mechanical, and visual inspection was normal with no anomalies found. Longevity assessment was performed, device exceeded the projected longevity and is considered normal battery depletion. No other anomalies were found.